Event description:
Wife of home patient (hp) reports patient line of homechoice set was not priming completely. Hp was able to complete tx after he reset up with new supplies. Per hp, no pt injury or medical intervention resulted from incident.